Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-adapters upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-ipg-pc upn: m365sc14160, model: sc-1416, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) adapters of the patient had impedance. The patient underwent a spinal cord stimulator (scs) replacement procedure. The patient was doing well postoperatively and the explanted devices were kept by the facility.